Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer reported not having additional insulin to fill the cartridge with at the time of the call. The customer reported an elevated blood glucose level of 325 (mg/dl) and will reach out to their hcp to obtain a backup therapy.